Event description:
It was reported that oversensing due to hourly measurements was observed on the ventricular channel. The sensitivity settings were reprogrammed. The patient will be monitored.

Manufacturer narrative:
(B)(4).